Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 107 mg/dl at the time of incident. The customer stated that the battery out limit alarm was active at the time of call. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the display did not return after inserting a battery. The customer stated that the battery might be used. The customer was advised to insert a new battery. The insulin pump will not be returned for analysis.